Event description:
New information notes the right atrial lead was explanted and replaced due to the observed high pacing lead impedance. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high lead impedance was observed on the right atrial lead. Other parameters were in the normal range. The lead was being monitored. The patient was stable.